Event description:
Device 1 of 2, reference MFR report # 3006705815-2018-00770. Further follow up revealed that patient underwent a lead revision on (B)(6) 2018, wherein the upper lead was explanted and a new lead was implanted up to c7. The lower lead was pulled back to t8.

Event description:
Device 1 of 2. Reference MFR report # 3006705815-2018-00770. It was reported that patient underwent a surgical intervention on (B)(6) 2018 and scs leads were revised.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing the manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report # 3006705815-2018-00770. It was reported that patient¿s therapy was off. X-rays diagnostics revealed that one scs has migrated. As a result a surgical intervention may be pending to address the issue. It is unknown which lead has migrated so we are reporting on both.